Event description:
The patient was admitted for a procedure on (B) (6) 2009. It was noted that the patient had restenosis of a prior left carotid endarterectomy. The lesion was in the left carotid artery and it was eccentric, mildly calcified and 25mm in length with 85% stenosis. The vessel was severely tortuous and 5mm in diameter. An angioguard was selected for the procedure, however, it failed to cross the lesion, therefore, anther angioguard was placed and a precise stent was successfully implanted. There was no patient injury reported. It was noted that approximately four months and a half post index procedure the patient had a repeat carotid revascularization done on the target lesion. The lesion was treated with balloon angioplasty only.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The cc has been updated to reflect that on (B)(6) 2009, the patient had a repeat carotid revascularization of the target lesion. The lesion was treated with balloon angioplasty. There was no patient injury reported. The patient's medical history includes hyperlipidemia, renal insufficiency, smoking and hypertension. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation and is listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Factors that may have influenced this event include patient's relevant history, procedural, pharmacological and lesion.